Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, the first and second firing was performed successfully, however on the third firing when the reload was attached, the handle blackout and would not respond anymore. All the operation buttons did not respond, and nothing was found to be displayed on the liquid crystal display (lcd) screen of the handle. A new handle and shell was used to resolve the issue in order to complete the case. In addition upon inspecting the defective handle it was found to be hot. There was no patient injury.